Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device's blower motor needed replaced to address the issue. During the evaluation of the device at the third party service center, "service required' codes related to the device's speakers were observed. The speakers need replaced to address the issue. During additional testing, the device failed a test step during testing. The active exhalation control module needs replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's blower motor needs replaced to address the issue. During the evaluation of the device at the third party service center, "service required' codes related to the device's speakers were observed. The evaluation is still ongoing for this malfunction and a follow-up report will be submitted when the third party service center's investigation is complete.